Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR: 3011050570-2024-00379 (1/2).

Event description:
It was reported the laser fiber of the premium superpulsed laser system caught on fire. The issue occurred during the middle of a holmium laser enucleation of prostate (holep) procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.